Event description:
Received report from distributor that home care user had elevated blood glucose level (25 mmol/l) with the product in use. According to report, the user changed the attached infusion set several times but blood glucose level remained elevated. User reported to physician; physician took the product listed out of use and prescribed another method of insulin delivery. No permanent adverse effects to pt reported. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.